Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous transpedicular fixation surgery for unknown indication. It was reported that during a percutaneous transpedicular fixation surgery with the longitude equipment. The surgery began with the steps indicated by the surgical technique; 4 5.5 x 45mm screws were placed without any inconvenience, after this the bar was measured and placed on one of the sides, the stops were placed and counter-torqued, as indicated by the technique and without any complications; when it was doing counter torque on the other side one of the stops sounded as if it had already broken but it was not like that, it was tried two other stops (which were damaged) without success and dr. Celis decides that it is better to change the screw since he states that in previous surgeries something similar had happened to him, that the screw failed and damaged the stops; the bar was removed, the screw that was presenting the failure and a 6.5 x 45mm screw was placed, this screw pulled out, so dr. Celis decided to place a 7.5 x 45mm screw and in this the counter-torque was performed no inconvenience. Product was not implanted and will be returned. The product came in contact with patient. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.